Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device. During visual inspection, the main coil was seen to be kinked/ bent. The main coil was seen to be stretched. The main coil was seen to be detached/separated from the delivery wire. The coil delivery wire was seen to be intact. Functional testing was not completed due to device condition. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer was that the subject coil got stuck in a non-stryker microcatheter and also got stretched in the middle part. The device was prepared as per dfu. Continues flush was set up and maintained throughout the procedure. No friction was noted in the hub of the catheter. The patients anatomy was of average tortuosity. During analysis, the coil delivery wire was seen to be intact. The main coil was kinked, stretched and detached. It is probable the main coil detached upon removal. An assignable cause of procedural factors will be assigned to the as reported events coil in catheter friction and main coil stretched as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of procedural factors will be assigned to the as analyzed events of main coil stretched, main coil kinked/bent and main coil prematurely detached/separated during use as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The coil (subject device) was returned for analysis and the device investigation revealed that the coil (subject device) was detached/separated during use. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.